Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a procedure on (B)(6) 2022, while using multiple markers for placement. After placing a path barrel close to the skin the technician took postfire pictures and realized that an oblong plastic looking piece was inside the patient´s breast. This was not present pre-fire and only hologic markers were used. The radiologist attempted to retrieve it but failed to get it out. The patient has breast cancer and will undergo surgery in which they will take the plastic as well.